Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical apac performed good faith effort to gather additional information regarding this event and provided an email response on 19-dec-2023 with the following questions. - was the endoscopy completed with another endoscope. Or was it cancelled. Completed the examination with a backup device. - if the procedure was cancelled, was it performed on another day. It was not be cancelled. - did the procedure actually take longer and cause discomfort to the patient. The procedure was taken longer, due to the user need time to replace a backup device to use, but no any discomfort to patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, due to broken of lcb seriously and insufficient light transmission rate, the image was unclear, the doctor could not observe lesion location clearly, which prolonged the examination time, it might cause discomfort of patient. The device was stopped to using immediately, no harm was caused to patient. After checked and repaired, the device could be used normally. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G1:contact office. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI). D8: was this device serviced by a third party? D9: device available for evaluation? H4: device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. The lcb was fractured which caused dark image. Lcb broken reason: 1. Bending part, insertion tube or light guide tube where the lcb passes through is overly bent or there are heavy objects squeezing and deforming, etc. 2. There is water inside the endoscope, and the lcb becomes brittle after soaking in water, which is more likely to cause breakage. Because the endoscope didn't be sent to the pentax for repair, and the hospital did not get the cause reason form third party, it was hard to determine the specific fault and the cause of the failure. The device was repaired by the third party and returned to the hospital. Replaced the lcb. Reminded the hospital how to protect the lcb during daily use, and and to advise customers to choice pentax factory for repair. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 10-dec-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 10-dec-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.